Event description:
It was reported that the pump alarmed without a display. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed a no disposable alarm (nda) on (B)(6) 2021. A functional test was performed and the reported issue was not duplicated. The reported issue was possibly due to the downstream sensor or cassette. The reported issue was likely caused by a damaged downstream sensor or cassette product. As a preventive measure, the downstream sensor and the upstream sensor was recalibrated. A service history review identified no indication that the complaint was related to a service of the device within the review period.